Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Device analysis: this console was tested after arriving in fs. Unable to reproduce the reported failure mode. Still found the signal not reliable was marginally passing. The front panel optical connector was contaminated. Upon replacing the front panel optical connector with known good, the passing 5s parameter was obtained. The fringe pattern looks good, confirming no issue with the optical bench. The root cause for the placement signal was defective pump connector. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella 5.5 support and while on support there, were placement signal and left ventricle numbers unreliable alarms. The automated impella controller showed an erratic placement signal with unrealistic clinical numbers. Support continued. No known patient harm or injury.